Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed but the exact cause could not be determined. Two photographs of a broken catheter from an 18 ga powerglide pro was returned for evaluation. An initial visual observation of the photograph titled sample hub showed a powerglide pro catheter hub with the catheter broken off just distal of the green hub. The catheter break was circumferentially aligned with only a small portion of catheter remaining distal of the green hub. Use residues were observed in both the returned photos. The photograph titled sample cath showed the remaining distal portion of the catheter covered in blood and detached from the catheter hub. A bend in the distal end of the catheter was observed. Because the details of the break site could not be observed, the complaint of a broken catheter is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the nurse was discontinuing midline, patient was being discharged. The nurse removed the dressing and when she pulled back on the hub of the midline it was not attached to the catheter. The nurse states there was very little catheter sticking out from the hub. She called clinician to bedside; clinician could not visualize any external catheter. Clinician placed a tourniquet in the patient's axilla and visualized the catheter with ultrasound. The patient's arm is not swollen, red or tender. There were no indications that the catheter had become dislodged prior to removal of midline. Vascular surgeon contacted and plans for surgery this afternoon to attempt removal. Patient was taken to surgery and midline catheter was removed. Clinician does not have a note from the vascular surgeon stating exactly how it was removed, but the hospitalist told clinician he was able to get it out without making any new incision. The patient was then discharged home at 2100 with a gauze dressing over the site.

Event description:
It was reported that the nurse was discontinuing midline, patient was being discharged. The nurse removed the dressing and when she pulled back on the hub of the midline it was not attached to the catheter. The nurse states there was very little catheter sticking out from the hub. She called clinician to bedside; clinician could not visualize any external catheter. Clinician placed a tourniquet in the patient's axilla and visualized the catheter with ultrasound. The patient's arm is not swollen, red or tender. There were no indications that the catheter had become dislodged prior to removal of midline. Vascular surgeon contacted and plans for surgery this afternoon to attempt removal. Patient was taken to surgery and midline catheter was removed. Clinician does not have a note from the vascular surgeon stating exactly how it was removed, but the hospitalist told clinician he was able to get it out without making any new incision. The patient was then discharged home at 2100 with a gauze dressing over the site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.